Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The complaint investigation is inconclusive for filter limb detachment and removal difficulties. Based upon the reported event, the removal difficulties were likely due to the filter apex embedded in the ivc wall; however, the definitive root cause for the filter limb detachment is unknown.

Event description:
It was reported that approximately one year after implantation of a vena cava filter, the patient presented to the e.r. With chest pain, shortness of breath, and cardiac arrhythmia. Two detached filter limbs were discovered in the right atrium and right ventricle, and the filter apex was embedded in the ivc wall. An attempt to retrieve the filter was unsuccessful. The patient status at this time is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide new patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.